Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 300 mg/dl and it was addressed with a manual injection. Reportedly, the customer used the cartridge until it was completely empty and received an empty cartridge alarm. The customer reverted to manual injections until replacement cartridges are received.